Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2014 with another MFR's product. The product was placed below the renal artery. Touch-up ballooning with coda was performed and the physician confirmed endoleak (seems like type I) by angiography. So the physician performed touch-up ballooning again, however, contrast leakage outside of the vessel was observed around proximal neck. Pt's blood pressure decreased to seventies. The physician judged it was vessel rupture; therefore, he placed another MFR's device in addition to the other stent, an dhe confirmed no blood leakage or type I endleak by angiography. The physician performed CT scan; after few hours of procedure, no additional problems observed. Additional info provided on 12/04/2014: physicians comment," I think the root cause of vessel rupture was due to excess inflation of the balloon, therefore, it was not a device problem.